Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer, which was not late. The correct date was 05/20/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The legal manufacturer reviewed the customer-provided cleaning disinfection and sterilization processes where a possible deviation from the instructions for use was identified. Based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material could not be identified. It is possible that the foreign object remained because the reprocessing deviated from the instruction manual; the customer may not have performed pre-cleaning within 1 hour of the procedure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the videoscope exhibited a foreign object in the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.